Event description:
This lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2010 states that caller asked ts to look at episodes from (B)(6) 2010 in latitude. Caller was working with (B)(6) at allegent h7v speciliasts. Ts looked at episodes from (B)(6) 2010 and discussed how first thing of note was a vf episode with no therapy listed, so this may involve surgical procedure and a magnet being used. Caller said this was what happened. Patient was at dermatologist office having procedure on their forehead when these episodes happened. Since cause was verified, caller's concern was the challenge of what they should do since patient is going back in for another procedure next week. Rep commented that patient had mentioned to dermatologist that they were not feeling well so they would stop cautery for a time and then start again. And patient also noted they may've passed out. Rep said in looking at episodes with noise on all 3 channels, there was inhibition >2 sec and patient is dependent and there were also 5 episodes in which atp was delivered. Discussed that for upcoming procedure rep could program cautery,mo . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).